Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 490 mg/dl at the incident. The customer was treated with manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was not active. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.